Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the unit was unable to cut consistently across the entire length of the blade. Engineering observed that there was a gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the event unit. It is unknown whether the gap was a pre-existing device non-conformance or caused by use. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure name: "hernia repair." Hospital: [name]. This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Could not cut a tissue. Report from the sales rep.: it could not cut a tissue in the beginning of the procedure. Initial investigation report: the two event units were returned to us and visually inspected. From the appearance, we couldn¿t confirm any abnormalities or differences in the scissors. The units will be returned to amr for further evaluation. Admin# (B)(4). Additional information received via email on 07jan2021 from olympus quality assurance engineer. The device was non-functional upon initial use. "The customer was cut a tissue." The two (units) sent were used on different days, and they were immediately replaced with the same product, and the procedure was completed. The other day was unknown. Complaint (B)(4) has been created to address the 2nd unit used on the unknown date. Intervention: they were immediately replaced with the same product, and the procedure was completed. Patient status: no patient injury

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: hernia repair. This is a complaint from the market. Administrative no (B)(4). Please refer to the complaint sheet for investigation. Could not cut a tissue. Report from the sales rep: it could not cut a tissue in the beginning of the procedure. Initial investigation report: the two event units were returned to us and visually inspected. From the appearance, we couldn't confirm any abnormalities or differences in the scissors. The units will be returned to amr for further evaluation. Admin# (B)(4). Intervention: ni. Patient status: no patient injury.